Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced with the same lens on (B)(6) 2015. It was stated that the incision was enlarged to remove the iol. It was stated that there was a defective injector whereby the model and lot number was not provided. In addition, it was stated that there was a loading issue and that the lens was torn. No suture was used. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the iol showed that the lens was returned broken. The broken portion of the lens was returned in the package. Both haptics were distorted. Due to the damaged condition of the return further evaluation could not be performed. The lens condition is consistent with a lens that was removed from the patient¿s eye. All pertinent information available to abbott medical optics has been submitted. Placeholder.